Event description:
A pump alarm had occurred, and was confirmed by telemetry. The alarm was in regards to a pump memory error, which occurred during a verification of programming (update stage). It was noted that the physician was able to interrogate the pump, however had significant difficulty updating the pump. The pump status was noted as reading "single bolus + stopped pump". A bridge had been programmed. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).